Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the last remote transmission the battery longevity estimation was five months for the implantable cardioverter defibrillator (ICD), which seems too short and a possible premature battery depletion and the physician asked for a new estimate. Additionally, it was noted that the right ventricular (rv) lead exhibited high thresholds that has contributed to the rapid battery depletion. Programming options were discussed and action is planned. The ICD and rv lead remain in use. No patient complications have been reported as a result of this event.